Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and prolapse (plaque shift) are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional trek rx devices referenced are being filed under separate medwatch reports. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, bifurcation lesion in the diagonal and mid left anterior descending (lad) artery with 80% stenosis. The 2.5 x 8 mm xience sierra drug eluting stent was deployed in the lad. Plaque shift occurred closing off the diagonal artery during stent deployment. Kissing balloon technique was performed for post dilatation with two 3.0 x 20 mm trek balloon dilatation catheters (bdc) to open the stent struts of the xience and improve the blood flow in the diagonal. The first 3.0 x 20 trek was advanced to the lad and the second 3.0 x 20 trek was placed in the diagonal artery. Resistance had been met with the guiding catheter during advancement of both treks. Both balloons were inflated to 12 atmospheres and negative pressure was held 4 seconds to deflate the balloons. During removal of the second trek bdc, strong resistance was met as the balloon was only partially deflated. Force was used to remove the bdc and the shaft separated. The decision was made to inflate the other trek balloon to assist in removing the separated trek shaft, but resistance with the guide catheter was also met with this trek. All the devices were removed as a unit. A new guide catheter and balloon catheters were used to complete the procedure. The outcome was not as good as they had hoped because the diagonal vessel became occluded, but the patient is doing well. No additional information was provided.